Event description:
The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscopic field of view. The user reported the endorings device became detached from the endoscope near the sigmoid colon. The physician retrieved the device with a raptor grasping device. There was a delay in procedure of approx 3-5 minutes for the retrieval. There was no harm to the pt as a result of the device detachment from the scope, nor as a result of the device retrieval. The user also reported the endorings device had detached from the endoscope because the wrong size device (too large) had been selected for use with the endoscope (fuji model # ec-530ls2). There was no report of product defect or malfunction. The device was disposed of after retrieval.